Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated. Date of explant is estimated.

Event description:
Related manufacturer report 3006705815-2021-03412. It was reported that lead migration issue was observed. Patient denies any traumas or falls. The system was explanted. It is unknown which lead was explanted therefore both leads were being implanted. Patient was stable.